Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af). Technical services (ts) was consulted and recommended reprograming options. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af). Technical services (ts) was consulted and recommended reprograming options. This ICD remains in service. No additional adverse patient effects were reported. Additional information was received and this ICD has delivered inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. This time, the patient reported feeling the shocks. No additional adverse patient effects were reported. This ICD remains in service.